Event description:
The emergency room doctor reported that the patient and passed out while driving and had gotten into a car accident due to having low blood glucose. Upon the arrival of the paramedic the patient's bg was reading 40 mg/dl. In a follow up call the patient stated that she entered too many carbohydrates (between 50 and 57 grams) into the pdm and gave an insulin dosage that was too high for what she actually ate and that is why she had really low bg. At the hospital she had a chest x-ray, CT scan, blood and urine tests done. She did not provide any further information regarding the ER visit or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ER visit. No product lot number was reported; therefore, no qualification records were reviewed.